Event description:
This is a spontaneous case report received from a non-health professional in (B)(6) on (B)(6) 2016 via (B)(6). It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. It was reported that 3 months after insertion, the consumer went to check-up and everything was perfect. However, in (B)(6) 2014, she started to present intense right pelvic pain while having her period, also something stinging which seemed to be sticking in continuous way. In (B)(6) 2015, she assisted to her gynecologist who told her that the pain was not related to essure. On summer, she went to her gynecologist again as the pain got worsened and he continued affirming that it was unrelated to essure. He told her that seemed to be endometriosis. Since (B)(6) 2015, the pain was appearing almost daily. The gynecologist told her that the endometriosis was in that way, and that women used to have this after having babies. On (B)(6) 2015 she went to urgencies as she cannot be in that way, she cannot walk and she cried due to pain. On (B)(6) 2015 she was scheduled to perform a surgery in order to remove essure. The gynecologist insisted that it was not related to essure and it was a pity that she removed them as they were in situ. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) placement. The device was surgically removed. The reported event is listed according to essure's reference safety information. In this particular case, consumer's pain started more than 2 years after essure insertion. The consumer consulted her physician who stated her symptoms seemed to be endometriosis. This condition could be an alternative explanation for consumer's pain. However, considering endometriosis was not confirmed until the time of this report and as abdominal/pelvic pain of varying intensity and length of time may occur and persist after essure insertion; a contributory role of the suspect insert cannot be totally ruled out. This case was considered an incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be possible, as this is a (B)(6) case.

Manufacturer narrative:
Follow-up received on 11-apr-2016: (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) placement. The device was surgically removed. The reported event is listed according to essure's reference safety information. In this particular case, consumer's pain started more than 2 years after essure insertion. The consumer consulted her physician who stated her symptoms seemed to be endometriosis. This condition could be an alternative explanation for consumer's pain. However, considering endometriosis was not confirmed until the time of this report and as abdominal/pelvic pain of varying intensity and length of time may occur and persist after essure insertion; a contributory role of the suspect insert cannot be totally ruled out. This case was considered an incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be possible, as this is a digital press case.

Manufacturer narrative:
Follow up 02-sep-2016: quality-safety evaluation of ptc. (B)(4). For cases where a device failure during insertion is reported. We conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1504 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) placement. The device was surgically removed. The reported event is listed according to essure's reference safety information. In this particular case, consumer's pain started more than 2 years after essure insertion. The consumer consulted her physician who stated her symptoms seemed to be endometriosis. This condition could be an alternative explanation for consumer's pain. However, considering endometriosis was not confirmed until the time of this report and as abdominal/pelvic pain of varying intensity and length of time may occur and persist after essure insertion; a contributory role of the suspect insert cannot be totally ruled out. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. There is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be possible, as this is a digital press case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.